Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker exhibited functional under-sensing of the patient's atrial arrhythmia. It was noted that true under-sensing was not observed. However, some of the atrial tachycardia/atrial fibrillation waves were falling into a necessary blanking period. Programming changes were made. There were no consequences to the patient.